Manufacturer narrative:
No product was returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history was not provided. Although the investigation could not verify or draw any conclusions about the reported event based on the provided info, the initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address loosening of the tibial tray.